Event description:
It was reported that during testing, the device powered itself off after charging for defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
The follow up medwatch report indicates: physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined. The follow up medwatch report should indicate: physio-control evaluated the device and was unable to verify the original reported failure. Physio completed unrelated repairs to the device, then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the original reported failure could not be determined.